Event description:
Philips received a complaint by the customer on the v60 indicating while the medical engineer was servicing the device, it was observed that there was an internal battery failure that was detected. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The medical engineer informed the rse that the battery voltage was tested below required levels of 15.0v and 14.0v. Additional various tests indicated failures noted in power-up, ventilation indicators and battery charging operations. The internal battery needed to be charged and further verified after a waiting period. It has been determined that the battery needs to be replaced. The battery has been ordered per customer's request. The battery will be installed independently. This investigation is ongoing.

Manufacturer narrative:
(B)(6).